Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this right ventricular lead exhibited noise which led to pacing inhibition for greater than two seconds. The noise could be reproduced when patient moved their arm. The patient was asymptomatic as a result of the inhbition.